Event description:
The pt was bilaterally implanted with smooth saline-filled mammary prosthesis on 8/12/98. Subsequently, the pt experienced an infection in each breast and extrusion of the right implant.